Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the oscar dilator and the oscar support catheter revealed that the tip of the oscar dilator was blocked by debris from the patients lesion (i.e., the calcification) inside of the oscar support catheter. Parts of the calcification were found embedded into the polymer body of the oscar dilator tip, surrounded by deep scratches. As a consequence of the blockage, the shaft of the oscar dilator has separated from the hub. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During the final packaging, the oscar dilator and the oscar support catheter were assembled together before inserting the system into the transportation loop. Any unusual friction would have been detected. The tensile strength of the oscar dilator shaft gluing to the hub is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause was identified. The root cause for the reported event is most likely related to both; the handling, i.e., pushing the oscar support catheter in distal direction through the lesion without having the oscar dilator in pos. 0 and the patients anatomy, i.e., debris from the calcification blocking the oscar dilator against the oscar support catheter. As a consequence, the separation of the oscar dilator shaft from the hub is most likely related to the handling, i.e., the application of a high tensile force despite feeling resistance.

Event description:
An oscar peripheral multifunctional catheter system was selected for treatment of a severely calcified lesion in the moderately tortuous sfa. During the planned change from dilator to balloon, the dilator tip could not be pulled back completely and got stuck in the middle of the support catheter. The whole catheter was removed without any problems.